Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a sacrospinous ligament procedure using a capio device, the dart detached and was left implanted inside the patient. No further patient complications as a result of this event.